Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant ctni result was reported to the physician(s). The laboratory repeated the sample three times on the same instrument. The physician(s) held the patient and requested a redraw, which resulted lower. The corrected ctni result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The cause of the discordant ctni result is unknown. The customer ran a precision test and successfully repeated the sample. The instrument is performing within specifications. Further evaluation of the device is not required.